Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise sensed on egm's and was logged as noise reversions. It was discussed if the issue was related to patient sitting near an amplifier or something else. The lead will remain implanted. The patient was asymptomatic before during after the episode logged.